Manufacturer narrative:
The DHR review found no abnormalities during packaging and final inspection process. A procedure review was performed and there are steps to ensure no foreign materials are present on the catheter. Catheter production and packaging takes place in the cer where operators are required to put their hair in a hair cover. The surface is then checked for foreign materials before packaging. The final product is cleaned with ipa and blown with 25~40 psi nitrogen gas or dry air cleaned to remove particles. Because of these steps, it is highly unlikely that foreign material was present on the surface of the catheter during the production or packaging process. However, since hair was found lodged into the catheter handle, a probable cause could be a mistake during the packaging process. As a corrective action, operator training was conducted on the general procedure to enter cer and the catheter packaging process. Manufacturer's reference number: pc-(B)(4). Complaint (B)(4).

Event description:
It was noted that after opening the ultrasound catheter, they noticed a hair lodged into the catheter handle. It was noticed right after it was taken out of the package. The reporter noted that the hair was located on the catheter to ultrasound system connection port. When the catheter was exchanged, the issue was resolved, and the case continued. No adverse patient consequence was reported. The device was not used on the patient.

Manufacturer narrative:
The picture was reviewed, and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).